Manufacturer narrative:
Patient information and device serial number were requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a nose bleed on (B)(6) 2022. Upon interrogation of the left ventricular assist device (lvad) it was noted that the patient had several high flows associated with high power spikes on (B)(6) 2022 and (B)(6) 2022. The patient had hemolysis panels and coagulation studies done. The patient's hemolysis markers were all within normal limits. Log files revealed 14 power spikes on (B)(6) 2022 and (B)(6) 2022. Follow up log files captured more elevated powers on 30jan2022 at 17:54 and between 23:01 23:10 before returning closer to the baseline near the end of the log file.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported bleeding could not conclusively be determined through this evaluation. Elevated power and flow events were confirmed in the evaluation of the submitted log files; however, a specific cause for the events cannot be determined through this evaluation. The submitted log files captured numerous elevated power events on (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022. The power elevated to as high as 11.0 watts and the estimated flow reached 12.0 lpm. Prior to and after the elevated flow and power event, the pump appeared to function as intended and no other unusual alarms or events were captured. A specific cause for the changes in pump parameters could not be conclusively determined through this evaluation. Per the customer, the patient presented with a nosebleed and elevated powers. The patient¿s hemolysis markers were all within normal limits. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) provides an explanation of each of the pump parameters (including pump power and flow) in sections 1 "introduction" and 4 "system monitor". This lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 ¿system monitor¿ cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 4 also addresses pi events as well as potential causes. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.